Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that her onetouch verio iq meter gave an inaccurate result. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient stated that she obtained an unknown result using the subject meter compared with a result of "126 mg/dl" obtained using a calibrated lab device, the time difference between the two results is unknown. The patient did not wish to state how she manages her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient denied that she developed symptoms; however, she stated that she received treatment but did not wish to state what treatment she received. The patient did not wish to state if her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the patient declined to answer any troubleshooting questions replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms and did not claim to have received treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.